Event description:
Breast implants in 2000. I have been dealing with auto immune issues for many years. I have recently been getting migraines and was hospitalized for four days. I have also had brain fog and major memory loss for the past 8 years. Implants are 17 y/o. I have also recently started to have nerve problems in my back and neck. I have to see a neurologist and take medication daily. All tests and scans have come back inconclusive and no other reasons have been explained for my inflammation, headaches, nerve pain etc.